Manufacturer narrative:
H6: a review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: on july 5, 2007, the following gore excluder aaa endoprosthesis components were implanted: pxt231412/lot#04792868, pxc181000/lot#04979140, pxa230300/lot # 05094320, pxa230300/lot# 04962224, and pxa230300/lot#04823420.

Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. An intraoperative angiogram revealed a proximal type I endoleak. Two gore excluder aaa endoprosthesis aortic extender components were implanted, but the proximal type I endoleak persisted. A palmaz balloon expandable stent was implanted, and an intraoperative angiogram revealed that the aorta had ruptured. The physician implanted a third gore excluder aaa endoprosthesis aortic extender component, but the rupture was not repaired. The pt was converted to open surgical repair. The pt died two days later.